Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained the surgeon has informed that she doesn¿t have the additional information, as she¿s only seen the patient for management of tvt. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Date, name and indication of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pelvic pain and recurrent uti from surgery? What medical intervention was given for the pain management and recurrent uti? Results? What was a reason for mesh removal? Please provide date and surgical findings of mesh removal surgery? Was any deficiency or anomaly of the mesh? If yes, please describe it. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling surgery on unknown date and the mesh was implanted. The patient experienced pelvic pain and recurrent uti and underwent a mesh removal. No further information is available.